Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The IFU also instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The angio-seal device instruction for use (IFU) state that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular assess procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported following a diagnostic angiogram and a pre-deployment femoral angiogram where deployment criteria was met, a 6f angio-seal vip was used to close the right femoral artery. The pt was later discharged after the indicated time. The pt collapsed after feeling something "catch" in his right groin. The pt returned to hosp and was found to have had a retroperitoneal bleed. The pt has recovered and was reported as stable. No additional info is available.